Manufacturer narrative:
(B)(4). This product is not expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted and replaced due to an unspecified product performance issue. Additional information was received confirming this lead was explanted due to capture threshold measurements that were going up considerably, the physician decided to implant a new lead as a possible fracture was considered. It is not expected that this lead returns for analysis. No additional adverse patient effects were reported.